Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an atrial lead dislodgment was noted. A revision procedure was performed to reposition the lead, but was not successful. The lead was explanted and a new lead was implanted. Following the revision procedure, the patient complained of abdominal pain, therefore diagnostic imaging was performed and a pericardial effusion was noted. A pericardiocentesis was performed to resolve the event and the patient was in stable condition following the procedure.